Manufacturer narrative:
Product complaint # : (B)(4). This is a duplicate report of (MFR no.) 1818910-2019-120379. 1818910-2019-120263 is being retracted as it is a report duplication. 1818910-2019-120379 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to painful knee. Previous surgery date unknown. Doi: unknown. Dor: (B)(6) 2019. Right knee.